Event description:
As reported, a 5fmynxgrip vascular closure device (vcd) device failed to deploy. The sealant remained in the sealant sleeve after shuttling the shuttle down and moving the unknown sheath/shuttle back to handle. Hemostasis was achieved with manual for 20 minutes. There was no reported patient injury. The device was used in a diagnostic angiogram with an ante-grade approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized or the patient's hospitalization extended as a result of the event and the patient recovered. There was no patient injury. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The sealant was not stuck to device components. The device storage temperature did not exceed 25 °c. The user is trained to mynx. The device was opened in a sterile field. The device was stored and prepped according to the instructions for use (IFU). The device used in the procedure will not be returned, however, one unopened sterile device will be returned.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, a 5fmynxgrip vascular closure device (vcd) device failed to deploy. The sealant remained in the sealant sleeve after shuttling the shuttle down and moving the unknown sheath/shuttle back to handle. Hemostasis was achieved with manual for 20 minutes. There was no reported patient injury. The device was used in a diagnostic angiogram with an ante-grade approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized or the patient's hospitalization extended as a result of the event and the patient recovered. There was no patient injury. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The sealant was not stuck to device components. The device storage temperature did not exceed 25 °c. The user is trained to mynx. The device was opened in a sterile field. The device was stored and prepped according to the instructions for use (IFU). The product was not returned for analysis. A product history record (phr) review of lot f2213905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.